Event description:
It was reported that the video system center was not displaying its image on the secondary lmd-2451 md/hd monitor. The issue was found during preparation for use, the unspecified diagnostic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center was not displaying its image on the secondary lmd-2451 md/hd monitor. Tac helped confirm the cabling between the cv-190 and the monitor, and the customer confirmed that two separate serial digital interface (sdi) cables were used and the same issue occurred. The customer advised the sdi cable was connected to the other sdi out on the video system center and that a boston scientific system was connected to the cv-190 as well, the boston scientific was disconnected from the sdi out port and the cv-190 received a good image. The customer confirmed issues have occurred with the boston scientific system and they will reach out to them for assistance. As the issue was resolved, and confirmed that the issue was not with the olympus cv-190, the device is not expected to be returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the failure of system by boston scientific system caused the video system center (cv-190) was not displaying its image. Olympus will continue to monitor field performance for this device.

Event description:
It was added that a "no sync" error message was displayed.